Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The software was upgraded to 3.6.1 to resolve the reported problem. A life-related smell was observed so the outlet flow path was replaced to resolve. Periodic maintenance was preformed. The device had no malfunction but the following parts were replaced to prevent failure: blower and inlet path foam. The device was overall checked and cleaned.